Event description:
It was reported that the user disconnected from the ilet pump to shower, then inadvertently fell asleep without reconnecting, resulting in a blood glucose of 222 mg/dl; the user was advised to allow the pump to correct after reconnection and glucose subsequently trended downward. Symptoms included hyperglycemia. Outcomes included no medical intervention or hospitalization and resolution with device-driven correction. Investigation included review of use history and user report, with troubleshooting and education provided regarding reconnection practices. Investigation of this case revealed user-related interruption of insulin delivery due to disconnection, with no device malfunction or alerts observed and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user handling related to temporary pump disconnection and delay in reconnection.